Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening striated. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Healthcare professional later reported right side rupture identified during surgery. Device has been explanted and replaced.